Event description:
In 2005, pt switched to pt's back-up device. After initially setting up the device, pt did not bolus to fill the infusion set cannula, and additionally, forgot to place the device into run mode, before going to sleep. The next morning, pt's blood glucose measured 400 mg/dl. Device had not generated the audible alarm, each minute, to alert the pt that the device was in stop mode. Pt had not disabled the stop alarm feature. Pt self-treated by switching back to pt's original device, and delivering a bolus.